Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a total laparoscopic hysterectomy, the device failed to open after going through tissue. No additional information has been provided.